Manufacturer narrative:
A foley catheter had to be replaced multiple times due to retention balloon rupture. Patient called their home health agency and reported they had leaking from their catheter. A home health nurse was dispatched to the patient's home and the catheter was removed, it was noted the balloon was not inflated, a new catheter was placed. This incident repeated itself the next day; once again the retention balloon was not inflated and appeared to have ruptured; a new catheter was placed. That same afternoon the same incident occurred; a new catheter was placed and no further issues occurred. Retention balloons were not pre-inflated to check balloon integrity before insertion. No sample was returned for evaluation. A root cause cannot be determined. Due to the reported multiple catheter insertions and in an abundance of caution this medwatch is being filed.

Event description:
It was reported a foley catheter balloon burst.